Manufacturer narrative:
The mi occurred in the lad and 1st diagonal branch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of atrial fibrillation and ckd. It was reported that the small first diagonal branch became occluded after the stent to the lad was deployed. The first diagonal branch was jailed by the stent in the lad. Attempts to wire from the lad into the diagonal branch were unsuccessful due toflush occlusion at the origin of the first diagonal. Due to diagonal branch occlusion, EKG changes and rising cardiac enzyme values were observed. Cec adjudicated the event as a q wave mi (target vessel), mdt extended historical peri pci. Also as q wave mi (target vessel) scai definition peri-pci. Cec also adjudicated stent thrombosis as no event. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina which was treated by implantation of one resolute onyx drug eluting stent into the proximal lad. On the same day, the patient suffered peri-procedural myocardial infarction. The lad stent occluded the diagonal branch. The patient was treated with medication. The investigator assessed this event as related to the index device and index procedure but not related to the anti-platelet therapy. The patient has not recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has recovered. Patient weight the investigator assessed this event has a causal relationship to the index device, but not related to the anti-platelet therapy. If information is provided in the future, a supplemental report will be issued.